Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the bolus calculation recommended by the pump was inaccurate. Review of pump logs found that bolus entries were accurate based upon values entered by customer. Blood glucose level was between 56-180 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.